Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2014. The patient presented to the surgeon one week later due to pain. The patient was referred to another surgeon who performed a revision procedure on (B)(6) 2014. It was indicated that the patient's tibia had been fractured during the initial procedure. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.